Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("psychological or psychiatric problems - anxiety"), depression ("psychological or psychiatric problems condition: depression") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("allergy nos") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and salpingectomy((bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea and alopecia had resolved and the hypersensitivity, fatigue, hormone level abnormal, weight increased, anxiety, depression, abdominal distension and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), allergy, fatigue, hair loss, hormonal changes, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as chronic, dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), allergy, fatigue, hair loss, hormonal changes, weight gain and she did not undergo essure confirmation test. Patient date of birth, essure removal date and treatment details added. On 20-sep-2019: new pfs received- new events added: ablation, vaginal hemorrhage, psychological or psychiatric problems condition: anxiety/depression, joint pain, bloating. Outcome of events pain, cramping, hair loss bleeding from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.